Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's main pin that holds the assembly together came out and the jaws stopped working. It was difficult to take out of patient because the pin came out. The customer had to pull the whole cannula out and the pin out all of the way to remove the cannula but reinserted partially to be able to send back. The procedure was completed with no reported injury.